Event description:
Event description guidant received information that this chronic lead delivered a 41 joule shock for ventricular tachycardia which resulted in non-conversion and a 'shorted' message. A second 41 joule shock was delivered that convered the patient and reported normal impedance. One hour later, a third shock was delivered which also converted the patient, and the impedance was normal. The lead ws surgically capped, and the device was explanted and replaced.